Event description:
The customer would like the run data file investigated to determine a possible cause for the elevated white blood cell (wbc) content in the platelet product. There was not a transfusion recipient or patient involved at the time of the residual wbc testing, therefore no pt info is reasonably known at the time of the event. Donor unit#: (B)(4). It should also be noted that during the course of obtaining the procedure info, it was found that incorrect donor info was entered in the procedure. The info that was entered for this donor was female, (B)(6), 40% hct. The info that should have been entered was male, (B)(6), 46% hct. The correct donor platelet precount was entered. The disposable set is unavailable for return because the customer discarded it. This report is being filed due to a device malfunction that has the potential for injury.

Manufacturer narrative:
(B)(4). Investigation: the run data file (rdf) was analyzed for this event. Signals in the rdf do not indicate a conclusive cause for the greater than expected rwbc content in the platelet product reported for this collection. Based on the available info, it cannot be ruled out that the incorrect donor info, specifically the falsely low pre-hematocrit, could have contributed to the elevated rwbc reported for this collection. It also cannot be ruled out that a sampling, calculation, or other process error may have contributed to the higher than expected wbc content in the platelet product. Since the donor info that was entered was falsely low, no adverse impact is expected for the donor. Investigation eval and corrective actions are in process. A follow-up report will be provided.